Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. No issues were identified with the balloon material. A visual examination of the marker bands identified no issues. Both markerbands were present and in the correct position on the device. A visual and tactile examination found the shaft of the device to be separated at the proximal balloon sleeve. The separation also displayed evidence of stretching damage which indicates that excessive tensile force was applied to the device. A visual and tactile examination found no damage or issues with the tip of the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that catheter break occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the catheter has been "cut off." The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that catheter break occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the catheter has been "cut off." The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
D2b: additional pro code (product code): lit. G4: additional premarket/510(k): k141597.